Event description:
Customer was admitted to the emergency room for high blood glucose over 900. At the time the customer was admitted to the hosp she said she accidentally dropped the pump in the toilet. Advised caller to have spouse call medtronic minimed to put him on file for hippa release. Caller stated customer ran high pressure test and pump tested ok. Pump did not have based rates programmed in. Customer reported wet pump. Advised to disconnect and dry the pump. Ran a 7.2 test high pressure and self test and pump passed all tests.